Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04368, 04369. It was reported the pt had paralysis in the legs for about 7 hours, but had not contacted anyone during the episode. In addition, the pt had some heating sensation of the skin while charging the ipg. The physician had a CT scan performed which did not show any anomalies. A replacement charging system was provided to the pt. Follow up identified the pt had not experienced any further paralysis symptoms, and the replacement charging system had resolved the heating issue. The pt was provided with charging recommendations in case heating returned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.